Manufacturer narrative:
Per tandem user guide: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer input the incorrect profile settings and then used the pump for insulin therapy. The customer experienced fluctuation in blood glucose levels, both elevated and low bgs; values were not provided. Tandem technical support assisted customer in entering the correct profile settings by obtaining the settings that were last uploaded to t:connect. Customer declined to provide additional information regarding the reported issue, and declined troubleshooting with tandem technical support. No additional patient information was available.